Event description:
It was reported that noise was sensed on the lead. Connection issue suspected. Lead was re-connected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.